Manufacturer narrative:
MFR received date: 05 sep 2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the user interface. Multiple unsuccessful attempts were made to follow up with the customer, but no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit's display was dim. There was no patient involvement.